Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured persistent pulsatility index (pi) events. No other notable events or alarms were observed. The pump appeared to have operated as intended at the stored patient speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists potential adverse events, including hemolysis, that may be associated with the use of heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Additionally, it is noted that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) levels were up trending for the few days prior to (B)(6) 2024, and log files were sent for review. A review of the log file revealed 120 pulsatility index (pi) events. There were no other unusual events seen within the log files. The patient had known right ventricular assist device (rvad) hemolysis and the circuit was exchanged on (B)(6) 2024. On 04mar2024, it was reported that the patient's ldh levels had improved from 2000 to 1600, and additional log files were sent for review. Log files showed persistent pi events on 04mar2024. The patient's ldh remained elevated on 07mar2024 despite rvad revision. Two additional sets of log files were sent for review. One review revealed persistent pi events on 04mar2024 and the other review revealed persistent pi events from 06mar2024 through to 07mar2024. A heartmate 3 pump was implanted as an rvad on (B)(6) 2024.

Manufacturer narrative:
B3: the event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.